Manufacturer narrative:
This device is not sold in the us but a similar device is. Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the coating of the connecting tube was peeled off. Other observations for the device are crease in the connecting tube and liquid leaks due to perforation of the distal end rubber (a-rubber) coating. The user¿s complaint of liquid leaks from a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for the issue of liquid leaks at the distal end rubber coating occurring during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the coating of the connecting tube was peeled off. This medwatch is being submitted for the reportable issue of the coating of the connecting tube being peeled off observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tip adhesive was peeling due to the same stress that caused the other breakages however, the root cause of the stress could not be determined. Olympus will continue to monitor field performance for this device.